Manufacturer narrative:
The reported events of insertion failure were confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Visual inspection and x-ray examination of the lead noted the inner coil over torqued in the connector region and blood noted in the inner coil lumen. The cause of the reported events was isolated to blood in the inner coil lumen and the over-torqued inner coil in the connector region which is consistent with procedural damage.

Event description:
During implant, multiple positioning attempts were made with the stylet to achieve an optimal position. The style became stuck to the lead, and the lead was explanted and replaced to resolve the issue. The patient was in stable condition.